Event description:
Procedure performed: gall bladder removal event description: the device was inserted through an applied 12mm trocar in an attempt to retrieve the freed gallbladder. Upon visualization, the bag appeared to be disconnected from the supporting hoop. The device was removed, and a new device was used without incident. Additional information provided by [name] on 10sep2025 via email: this is my best interpretation of what happened upon insertion and deployment of the bag, the surgeon had a hard time identifying the opening of the bag in which to deposit the specimen. Upon closer observation, it appeared the bag had no structure, i.e. It looked like the metal supports were partially retracted from the bag opening. It did not appear that the metal prongs were exposed inside the patient. The surgeon or least the thumb catch, and removed the device to see that the metal supports were free. She then removed the bag with that incident and used another cd 001 successfully intervention: the device was removed, and a new device was used without incident. Patient status: patient left the or in fine condition.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag partially slipped down the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the bag partially slipped down the supports upon deployment, preventing the support from fully unfolding and restricting the bag opening. However, the exact root cause is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: gall bladder removal. Event description: the device was inserted through an applied 12mm trocar in an attempt to retrieve the freed gallbladder. Upon visualization, the bag appeared to be disconnected from the supporting hoop. The device was removed, and a new device was used without incident. Additional information provided by [name] on 10sep2025 via email: this is my best interpretation of what happened upon insertion and deployment of the bag, the surgeon had a hard time identifying the opening of the bag in which to deposit the specimen. Upon closer observation, it appeared the bag had no structure, i.e. It looked like the metal supports were partially retracted from the bag opening. It did not appear that the metal prongs were exposed inside the patient. The surgeon or least the thumb catch, and removed the device to see that the metal supports were free. She then removed the bag with that incident and used another cd 001 successfully. Intervention: the device was removed, and a new device was used without incident. Patient status: patient left the or in fine condition.